Event description:
Reportedly, once the balloon was insufflated, it distorted. As a result, the trocar could not be anchored into the patient cavity. Therefore, another device was used to complete the case. Procedure: kidney adrenal gland. Patient status: no patient injury reported.